Event description:
I took 5tms treatments. Advertised as no side effects. I experienced panic attacks, dizziness, hyperactivation, nausea and most concerning temporary loss of hearing I now have heightened anxiety. Various companies.